Event description:
It was reported that the pump exhibited an error and failed accuracy test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Manufacturer narrative:
Date returned to mfg: 1/15/2024. One device was returned for evaluation. Visual inspection revealed the device ¿used¿. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the device failed accuracy testing (over-infusion) and the air detector was found to be loose. The root cause was determined to be the expulsor. The expulsor was sanded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.